Event description:
User reported that during the case the pump suddenly stopped. There was no patient harm as a result of this issue.

Manufacturer narrative:
Investigation findings will be discussed in a follow-up report.